Event description:
Event description guidant received information that during a lead revision procedure, this atrial lead was surgically abandoned and replaced due to high out-of-range impedance measurements, and the inability to pace due to high pacing thresholds.